Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure device done with essure concomitantly". The patient's medical history included appendectomy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right lower quadrant abdominal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and pelvic pain with essure. The reporter commented: essure insertion detail: the tubal ostia were created clearly identified the essure devices were deployed bilaterally with only 1.5 trailing coils on each side because of my planned nova sure procedure. Discrepancy noted: date(s) of insertion: (B)(6) 2012. Surgical pathological report: leiomyoma uteri. Adenomyosis. Inactive endometrium. Benign cervix. Benign bilateral ovaries and tubes. Appendix, appendectomy: benign appendix with fibrous obliteration. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain lower, medical device monitoring error and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure device done with essure concomitantly." The patient's medical history included appendectomy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right lower quadrant abdominal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and pelvic pain with essure. The reporter commented: essure insertion detail: the tubal ostia were created clearly identified the essure devices were deployed bilaterally with only 1.5 trailing coils on each side because of my planned nova sure procedure. Discrepancy noted: date(s) of insertion: (B)(6) 2012. Surgical pathological report: leiomyoma uteri. Adenomyosis. Inactive endometrium. Benign cervix. Benign bilateral ovaries and tubes. Appendix, appendectomy: benign appendix with fibrous obliteration. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain lower, medical device monitoring error and pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Previously reported unspecified event ¿medical device removal and oophorectomy¿ was updated to more specified events¿ abdominal pain lower, pelvic pain and medical device monitoring error. Essure lot number was added. This case is medically confirmed. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. Oophorectomy added as an event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.